Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer took the insulin pump off to go swimming and then her other daughter came and sat on it while it was wet. Caller stated that the lcd screen is all foggy and there is condensation under the lcd screen. Customer's mother was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.